Manufacturer narrative:
The insulin pump was monitored with a water filled reservoir and infusion set for 4 days; no unexpected delivery of the entire reservoir noted. No delivery anomaly or prime fill anomaly noted during our testing. The insulin pump passed the functional testing including self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump was received with a scratched case, scratched keypad overlay and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that pump gave all its insulin without stopping. Customer was advised that pump will be replaced.